Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 399930, lot# v007049, implanted: (B)(6) 2006, explanted: na. Extension: model 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Programmer: model 37742, serial# (B)(4).

Event description:
It was reported that two days ago the patient felt like he was being "splashed with cold water only on the inside" where his neurostimulator was located. This sensation coincided with lifting around 35 pounds using his back muscles. The patient felt the sensation when "straining" his back. It was noted that the patient did not have any restrictions on how much weight he could lift. It was also reported that the patient experienced "gut pain" that left his gut "spasming and crouched over", starting last night and worsening in the morning. There was no change in the pain when the patient turned the ins off. Additional information has been requested, but was not available as of the date of this report.